Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm cadiere forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end.

Event description:
It was reported that 8mm cadiere forceps instrument had an unknown failure. There were no reports of patient injury.